Event description:
It was reported that the procedure was to treat a de novo lesion in the mid circumflex artery with mild tortuosity, moderate calcification and 80% stenosis. Pre-dilatation was performed with a 1.5x8mm balloon at 12 and 14 atmospheres. A 2.75x38mm rx xience prime stent delivery system was advanced and the stent deployed; however, a distal edge dissection occurred. Another 2.25x15mm xience prime stent was implanted to cover the dissection. There was no other device or procedural issues noted. There was no adverse patient sequelae and no reported clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. Dissection is listed in the xience prime long length everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.